Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. The lead was returned with dried blood on the helix and within the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).